Manufacturer narrative:
Product complaint # (B)(4). Additional information received: no issues for the patient since the surgery in relation to the device.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the anatomical location of the device firing? What color cartridge was being used? Did the device cut or deploy staples at all? What troubleshooting steps were used to open device? How many actuations of manual override lever were completed? Could the surgeon determine the position of knife blade? How was the device eventually removed? Were there any difficulties with device in previous firings? What is the current patient status? (B)(4).

Event description:
Medwatch form mw (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what was the anatomical location of the device firing? Near the azygous vein/svc confluence. What color cartridge was being used? Will check with surgical materials. Did the device cut or deploy staples at all? The first resection went smoothly with the specimen removed. The second large bleb was more posterior in the apex and the same stapler was use to attempt resection; however, the stapler locked. What troubleshooting steps were used to open device? Nothing worked to include the team speaking to the (B)(4) / ethicon rep. How many actuations of manual override lever were completed? Will refer to or staff could the surgeon determine the position of knife blade? Will check with surgeon how was the device eventually removed? Given the location of the stapled specimen, the tissue was excised below the stapler as a last resort. Were there any difficulties with device in previous firings? First resection went smoothly. What is the current patient status? Will check with staff.